Event description:
It was reported that the device had no display and alarmed on power up. There was no patient involvement. Device analysis identified a faulty microprocessor.

Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device has not been in for service. Functional and visual tests were performed, and the customer's reported problem was confirmed. The device was found to be alarming with no display on power up. A faulty microprocessor unit board was the cause of the problem. The microprocessor unit board was replaced. The device passed all functional tests after the repair.